Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported dissection, occlusion, and ischemia are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. The reported needle to cuff miss appears to be related to a needle deflection due to interaction with the patient calcification. The reported patient effects of dissection, occlusion, ischemia are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional electrophysiology procedure. Reportedly, no suture was present when the proglide plunger was removed. Manual compression was performed to achieve hemostasis. It was observed that the patient then had a cold right leg and no pedal pulse. Access from the left common femoral artery identified a total occlusion in the right common femoral artery due to heavy calcification which was treated percutaneously. A dissection in the right superficial femoral artery caused by the guide wire and proglide device taking a retrograde course on insertion was observed on fluoroscopy. The vascular surgeon stated that the total occlusion at the right common femoral artery caused the guide wire and proglide device to take the retrograde course. The dissection was treated with endarterectomy and surgical suturing. There was no reported adverse patient sequela. There was a four hour delay in the procedure. The electrophysiology procedure was not performed as the vascular surgeon stated the patient was not a good candidate for vascular intervention.